Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information.

Event description:
It was reported that error icon displayed occurred on for a receiver with a serial number of (B)(4).. However, a receiver with a serial number of (B)(6) was returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.